Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: "100 something" mg/dl and "250 something" mg/dl. No adverse event reported. The test strips were returned for product evaluation.